Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed quality notification #: (B)(4) was opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Description: 8100, lvp m1 lab observations (condition of unit as received): the module was received in good condition. Investigation summary: failure mode of "check IV set" was only confirmed by event log. Failure mode occurs during power up, with seconds, according to the log. Lvp was tested 48hrs with a power cycling program. No failure resulted. Conclusion: this failure is commonly related to the logic board. It's prefer to confirm the failure mode prior to replacing any component. Being it's a common failure, it is recommended the board be replaced. Rework: replace logic board. (B)(4). Disposition: route to service for normal process.